Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted. This review did not identify any non-conformances and the device met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2007-01008. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the blade would not spin and the lights were dimming. The disposable hand piece was replaced and the same symptoms occurred. A third disposable hand piece was used to successfully complete the case with no adverse patient consequences.